Event description:
Information received by medtronic indicated that the insulin pump had low battery alerts. Customer reported second occurrence of low battery alerts. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged unexpected battery power loss and charge/battery lasting less than expected on (B)(6) 2021. Insulin pump passed displacement test and sleep current measurement test. Insulin pump did not pass active current measurement test or self test. Unexpected pump error occurred during self test, pump trace download confirmed pump error variable 3 on (B)(6) 2021 at 15:21. Insulin pump successfully downloaded to thus. The test p-cap locks properly in place in the reservoir compartment however, damaged retainer ring noted. Insulin pump was cut open to perform visual inspection, no moisture or physical damage to the electronic assembly noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked retainer, cracked reservoir tube lip, serial label damage (faded), stained keypad overlay and minor scratches to lcd window. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review of the pump history, no battery out limit alarm found, however, low battery alerts found on (B)(6) 2021 at 19:58, (B)(6) 2021 at 23:01, (B)(6) 2021 at 9:38, (B)(6) 2021 at 8:59, (B)(6) 2021 at 15:59, and (B)(6) 2021 at 08:06 due to broken traces on u1 pin 6 on keypad assembly. In summary, customers alleged battery power loss was not confirmed, however, their charge/battery lasting less than expected confirmed due to damaged u1 chip. Additionally unexpected pump error alarm occurred due to broken traces on u1 pin 6 on keypad assembly. Additionally retainer ring damage noted.